Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient was in good condition post procedure.